Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop and low speed events were confirmed via the submitted log file data; however, a specific cause cannot be conclusively determined through the evaluation of the returned portion of driveline. . The submitted log file contained data spanning from 02oct2019 at 07:11:31 to 08nov2019 at 09:47:47, per the timestamp. Pump stop events with associated low speed/flow alarms were captured on (B)(6) 2019, beginning at 16:51:01 and 17:50:00, while the system was supported with the power module. A low speed alarm was also captured on (B)(6) 2019 at 17:11:46 while the system was supported with the power module. Based on our complaint history and similarly reported events, the pump stop and low speed events captured in the log file are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for these events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 11nov2019. The approximately 15" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no alarms were reported, and the patient remained ongoing on the device. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 pump stops that was believed to be due to short to shield. Patient was lying in bed and the device was connected to the power module. The patient was put on an ungrounded cable and had no further alarms. The log file confirmed pump stops on (B)(6) 2019, while the patient was connected to the power module. Percutaneous lead x-rays submitted were unremarkable. A percutaneous lead repair was performed on (B)(6) 2019. The entire external percutaneous lead section was replaced. Another percutaneous lead repair is not possible. The removed percutaneous lead section was returned for a stat evaluation. Patient remained admitted waiting for the percutaneous lead evaluation results. No further information was provided.